Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that patient was prepped and positioned for a "retrosigmoid approach for resection of skull base tumor (left vestibular schwannoma)" in lateral position in the mayfield modified skull clamp (a1059), and a slippage occurred with the locking mechanism. They also stated that the clamp got loose while positioning and suddenly released the pressure on the pins. The patient incurred two (2) occipital skin lacerations, 3 cm long and almost 1cm deep which was sutured to close. The surgery was delayed for 30 minutes. No information on patient outcome was provided.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The device was received with signs of age and wear and the locking knob was loose. Service and repair recommends the unit be replaced. Additional information provided confirmed that doro skull pins were used instead of mayfield skull pins, per the a1059 instructions for use (IFU); however, only mayfield brand skull pins should be used with this skull clamp. Root cause - complaint confirmed via inspection of the unit. Due to the age and condition of the device, service and repair recommends the unit be replaced. Additionally, improper, or suboptimal positioning of the skull clamp can contribute to slippage of the patient¿s head. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.